Event description:
Sion blue delivered down rca with in stent restinosis. Long stent in place just distal to the ostium stopping just proximal to the pl. No issues getting through the calcium and tortuosity. Ivus was loaded on wire to investigate rca ostium. Ivus would not cross. At this time it was noticed that the sion blue wire had separated into the distal pl. Upon removing the wire it was observed that a second fragment was left behind in the distal rca